Event description:
It was reported that following a coronary artery stenting procedure, the patient experienced unstable angina and stenosis. The target lesion was located in the proximal left anterior descending (prox lad) with 80% stenosis, a length of 20.0mm, and a reference vessel diameter of 2.75 mm. The target lesion was treated with pre-dilatation and placement of a 2.75 x 28mm taxus express2 study stent with 0% residual stenosis. The patient was discharged the next day on aspirin and clopidogrel. At 265 days after the index procedure, the patient presented for angiographic follow up. The patient reported experiencing chest pain over the past three weeks, occurring at rest and radiating to his neck. The proximal lad stenosis was treated with a 3.0 x 12 mm taxus liberte stent with 0% residual stenosis. Timi 3 flow was maintained in the 1st diagonal, which was jailed by placement of the liberte stent. The patient was discharged the next day on aspirin and clopidogrel.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.